Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: sion blue, guide catheter: heartrail. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
The procedure was to treat a moderately tortuous, mildly calcified, concentric, de novo, 90% stenosed lesion in the proximal left anterior descending artery. The trek 2.0 x 15 mm balloon catheter was advanced to the lesion for pre-dilatation and crossed. When attempted to inflate the balloon it would not inflate. The trek was replaced with an unspecified balloon catheter, which was inflated without issue. The procedure was successfully completed after a xience alpine stent was implanted. The device was soaked in saline prior to use and was prepped outside the anatomy. There was no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and scanning electron microscopy (sem) inspections/analysis were performed on the returned device. The reported inflation issue could not be confirmed; however, a balloon rupture was noted on the returned device, thus resulting in the noted inflation issue. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined that the reported inflation issue (observed balloon rupture) was due to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.